Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Lot: unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, on an unknown procedure, the hollow reamer-complete was broken inside the patient. It was observed and verified through an x-ray result. They were able to extract the pieces from the patient. This has happened a few times now. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).